Event description:
It was reported that the customer did not disconnect the infusion set when they removed or attached the cartridge from the pump, resulting in unintended insulin delivery. The customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed glucose tablets to address bg. Tandem technical support educated the customer to not be connected to the pump during the load process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.